Manufacturer narrative:
Concomitant products : 1646t lead implanted: (B)(6) 2005, 1488t lead implanted: (B)(6) 2003.

Event description:
It was reported that one week after a routine device replacement procedure, the left ventricular lead was not capturing. The physician directed the lead to be turned off and then 8 days later, the lead was explanted and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.